Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of material returned revealed functional damage to i2 external printer serial cable assembly in the form of exposed internal wires from the rj12 flat modular cable being frayed or broken off from connector d-sub housing receptacle. A test i2 external printer serial cable assembly was used for performance testing due to functional damage to the one returned and the unit passed printer test step of diagnostic test with test i2 external printer serial cable assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause was isolated to physical damage due to an undetermined event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the printer serial cable.